Manufacturer narrative:
(B)(4).

Event description:
The customer reports the needle hub cracked and during puncture entered air (due to crack). The needle hub is broken. The device was replaced.

Event description:
The customer reports the needle hub cracked and during puncture entered air (due to crack). The needle hub is broken. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. The returned needle contained signs of use in the form of biological material. Visual examination revealed two large cracks in the hub. The needle hub was functionally tested by attaching an inventory ars filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel and the cracks in the needle hub. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle was cracked was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.